Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One product sample was provided by the customer. By examining the product, a disassembly was detected in connector y port. The root cause determined that the issue was related to manufacturing equipment; specifically, the lack of solvent from the dispenser. Equipment maintenance has been added to the work instructions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the y-site connector with enfit connection for the g/j tube broke. The enfit connector fell out of the y-site. The connector is supposed to be secured in place with glue from manufacturer. The patient receives total enteral nutrition (ten) overnight with insulin coverage prior. The insulin coverage administered per order and the ten started and later it was observed that the ten was leaking from the y-site. The patient with symptomatic hypoglycemia to 30's (diaphoretic). D50 was administered and the y-site replaced, and ten restarted. The provider was made aware. The blood glucose recovered; no further intervention was required. Per additional information received on (B)(6) 2024 the patient¿s 30¿s blood glucose level and subsequent treatment of administering the d50 was a result of the leaking/disconnected enfit connector. The patient is diabetic.